Event description:
It was reported by the customer that a pyxis medstation es system had drawer auxiliary 2.1 failure. The customer reported that user was able to remove the medications from another station and there was delay in dispensing medication to a patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer enhanced. The field service engineer re-seated all cable connections in the back of drawer and replaced panel to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.